Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the hospital via emergency medical services (ems) on (B)(6) 2022 after being found down at home with chest compressions being initiated. Chest compressions were ordered to be stopped and all other forms of advanced cardiovascular life support (acls) were performed. The patient was noted to be stable 45 minutes prior to ems being called, although their breathing patterns were off and the patient complained of malaise. The patient did not report neurological symptoms or headaches. The patient was then intubated and their airway was secured on site. The decision was then made to stop at the nearest hospital and for an arterial line to be obtained. This revealed severe hypotension with the patient having a blood pressure of 50/45 with no pulsatility. The ems team was given orders to titrate epinephrine and levophed to maintain a mean arterial pressure of 60. A bolus with up to 1 liter of normal saline (ns) was ordered. The patient then arrived at the hospital in the cardiovascular intensive care unit (cvicu). An arterial blood gas (abg) was performed which revealed an unreadable ph. The patient's hemoglobin was 10.9, their lactate was 13.8, and their bicarbonate was 5.9. A repeat abg verified these readings. The decision was then made to not resuscitate the patient and to withdraw support. The left ventricular assist device (lvad) was turned off and the patient expired on (B)(6) 2022. The patient's death was reportedly not lvad related. It was additionally reported on (B)(6) 2022 that the cause of the patient's arrest had not been identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrest and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.